Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the past year, a gradual increase in pacing lead impedance and capture threshold were observed. Lead was capped and replaced. Patient was doing fine.